Event description:
During use, the 6-inch roller pump spontaneously increased speed from 5 lpm. The user decreased the speed with the pump controls. The pump was not in the arterial position, but it is not known what other position (sucker, vent, cardioplegia) it was being used for.